Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 12-feb-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving unknown drug, unknown concentration at unknown dose via intrathecal drug delivery pump for unknown indication for use. It was reported that the hcp went to explant the catheter; he cut the catheter north of the anchor and the catheter slipped back up and he wasn't able to find the tip of it. He did a purse string closure and closed the spinal incision. He wasn't sure if part of the catheter was sticking out from the intrathecal space or if it all retracted back up. No environmental/external/patient factors that may have led or contributed to the issue were reported. X-ray showed the tip level of the remaining piece of catheter was at the level as it was at implant. On 1/31, the patient returned back to the clinic because the spinal incision was filling up with a fluid and it was increasing everyday. The patient didn't complain of a headache. 30 cc of light blood tinged fluid was pulled from the spinal incision. Today 2/1, the incision had filled back up with fluid and it was decided to sent the patient to different hcp to be evaluated. Pump and catheter were explanted. Patient requested it to be explanted because his pain wasn't as bad. Pump was explanted wi th no difficulty. No issues noted at the pump incision site. At the time of this report, it was unknown if the issue had resolved and patient status was alive-no injury. No further complications were reported.